Event description:
Customer reported fwd_abo mistype on the galileo. The sample typed as a ab neg, but is historically a neg. Customer re-tested the sample on the galileo and received an a neg type.

Manufacturer narrative:
A service call was made. No discrepancies were found with the instrument. Also, checked for possible sources of carryover or splashing and found none. Performed daily maintenance and qc. Tested samples an received expected results. Instrument is performing within specifications. As listed in galileo operator manual under limitations of use and warnings, "forward abo-rh testing has a higher risk of mistype due to the abscence of the reverse type results. Hazardous mistypes may occur , such as an a sample being interpreted as group ab, or as an rh(d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donors history.